Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and the clinical observation of calcification and stenosis was confirmed. The clinical observation of regurgitation could not be confirmed through visual examination. Radiography demonstrated wireform distortion around leaflets 2 and 3 and all three commissures were bent. Heavy calcification was found on all three leaflets and heavy host tissue was found on the inflow aspect. Minimal host tissue overgrowth was found at the outflow aspect. The leaflets 2 and 3 had a tear of approximately 2.5 mm near commissure 3. Calcification was evident near the tears. The wireform was exposed on commissure 3 and on the side of the valve near leaflet 2 and commissure 3. Host tissue and calcification restricted leaflet mobility and led to stenosis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Although the patient factors such as immune status, age, renal disease and other comorbidities are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The time course and severity of pannus growth is largely variable among the patients. The detail mechanism is still not totally understood, but it is generally believed to be primarily attributable to the foreign body reaction against the implant. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: a supplemental MDR will be submitted when evaluation is complete.

Event description:
Edwards received information that a 23mm bioprosthetic valve was explanted after an implant duration of four years, eight months, and four days due to recurrent aortic stenosis and mild-to-moderate aortic regurgitation. The 23 mm valve was replaced with a st. Jude regent valve. The patient was in stable condition post-operatively. Through the operative report, the physician discussed the options of valve replacement with the patient, and due to his relatively young age and the fact that he has to have a re-operative surgery this close after his initial operation, the patient desired to have a mechanical valve placed. During the procedure, there was tremendous scarring around the aortic root. We inspected the previously placed valve. This was degenerated with calcified leaflets that were very rigid. The valve was grasped and the pannus was excised around the sewing cuff prosthesis. The previously placed sutures were cut and the valve was excised form the annulus. There was quite a bit of pannus formation. Again, there was quite a bit of pannus formation and destruction of the aortic root. Gross description by pathology, the surface of the specimen [was] re-tan. There [was] a moderate amount of calcification centrally noted. No other gross abnormalities are noted.